Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer had issues with high blood glucose levels. The customer's blood glucose level was 402mg/dl. The customer's most current level was unknown. The customer treated the high with bolus and set change. The customer states the pump buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on the act and escape buttons due to lcd keypad connector unlocked however, the buttons responded after locking lcd the keypad connector. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify no delivery alarm due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.